Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in australia using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported 1 false positive result for the rsv and sars-cov-2 targets on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6)was tested on (B)(6), 2023 and the result was negative for flu b and positive for the flu a, rsv, and sars-cov-2 targets. Due to the late amplification of the rsv and sars-cov-2 targets, the customer decided to retest the sample on alinity m a few hours later on the same day. The results were positive for flu a and negative for the flu b, rsv, and sars-cov-2 targets. The sample was further reflexed on the xpert sars/flu/rsv assay and was flu a positive. The customer released the result as positive for flu a only. The customer confirmed there was no negative impact to patient management

Manufacturer narrative:
Corrected d4 UDI from (B)(4). Updated d5 to health professional. Corrected e2 from no to yes. Corrected e3 from non-healthcare professional to other healthcare professional. Updated g1 to include director, field quality assurance. Corrected g2 from company representative to foreign health professional. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 386602. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 386602. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m resp-4-plex amp kit (list 09n79-090) lot 386602 was not identified.